Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related. The impella was unable to make the final turn into aorta as per the clinical description provided.

Event description:
The complainant reported a patient noted as a high-risk percutaneous coronary intervention was needing an impella cp device for mechanical circulatory support. While trying to advance the impella through the 14 x 25 centimeter sheath, the motor housing was unable to make the final turn into the aorta. After multiple attempts, the impella cp was aborted and the case proceeded without the impella cp.